Event description:
It was reported that biomed stated that they received error 80 (non-recoverable system error) during calibration. Expected was 28 actual was 17. Biomed checked the arctic sun device and confirmed it was not overfilled. Failed heater system hours was 5114 pump hours was 4630. Per sample evaluation results on 11sep2023, it was reported that the flow meter propeller frozen. The l-tube & double l-tubing appears distended/expanded. Performed 2000 preventive maintenance service on the unit.

Manufacturer narrative:
The reported issue was confirmed. The root cause was isolated to a faulty circulation pump. A DHR is not required as the reported event is not an out of box failure and therefore the reported event is not manufacturing related. The reported issue was confirmed through other elements of the investigation to not be labeling or packaging related. Correction: d. UDI related data quality updates only: UDI format updated with available product information per gudid as requested. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that biomed stated that they received error 80 (non-recoverable system error) during calibration. Expected was 28 actual was 17. Biomed checked the arctic sun device and confirmed it was not overfilled. Failed heater system hours was 5114 pump hours was 4630. Per sample evaluation results on (B)(6) 2023, it was reported that the flow meter propeller frozen. The l-tube & double l-tubing appeared distended/expanded. Performed 2000 preventive maintenance service on the unit.

Manufacturer narrative:
The reported issue was confirmed. The root cause was isolated to a faulty circulation pump. A device history record review was not required as the reported event was not an out of box failure and therefore the reported event was not manufacturing related. The complaint or reported issue was confirmed through other elements of the investigation to not be labeling or packaging related. Hence, a labeling review was not required. H11: section a through f - the information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. H3 other text : the actual/suspected device was inspected.